Event description:
It was reported that the patient sustained a pericardial effusion of unknown cause. An echocardiogram did not indicate a perforation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead dislodged during attempts to reposition the ventricular lead. Both leads were explanted.